Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime/compromised force sensor system, no delivery alarm, and displacement test. The insulin pump had a scratched lcd window, cracked display window corners, cracked battery tube threads, and a cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Additional cosmetic damages on the insulin pump include a scratched lcd window, cracked display window corners, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that he cannot get out of the rewind phase of the insulin pump. Customer's blood glucose is 400 mg/dl. Customer treated with manual injections. Customer stated that he was unable to exit the preparing to prime loop. Troubleshooting was performed and the customer stated that he did not receive the 2nd series of beeps nor did numbers appear on the screen. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.